Manufacturer narrative:
Findings: cracked reservoir tube lip, cracked battery tube threads and cracked case near display window corners noted during visual inspection. Blank display due to battery tube was not plugged into b1 on I/b properly. No worn/scratched display window noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a display worn and dirty on the insulin pump. The customer's blood glucose level was unknown mg/dl. No further details given.